Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation -fallopian tubes/migration of essure device location of device: do not know location'), embedded device ('embedded metallic coil'), pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('excessive and abnormal bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 33-year-old female patient who had essure (batch no. 623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder in 2012, endometrial thickening on (B)(6) 2011, menses irregular and paratubal cyst. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008; for contraception: oral contraceptive nos from 1991 to 2006. Past adverse reactions to the above products included adverse reaction with mirena. Concurrent conditions included multiple allergies since 2004 and overweight. Concomitant products included alprazolam from 18-oct-2012 to 27-jun-2014, buspirone hydrochloride (buspiron) since 2014, hydrochlorothiazide, hydrocodone, loratadine (claritin) since 2009, paracetamol (acetaminophen) since 2013 and spironolactone from apr-2016 to 7-dec-2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced urinary tract disorder ("urinary probs."). In 2013, the patient experienced peripheral swelling ("leg swelling") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("knee pain /elbow pain") and musculoskeletal pain ("shoulder pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2006, hysterectomy (partial), salpingectomy (bilateral), on (B)(6) 2006, hysterectomy (partial), salpingectomy (bilateral)., ablation on (B)(6) 2011 and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, genital haemorrhage, weight increased, urinary tract disorder, hormone level abnormal and acne outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, peripheral swelling, abdominal pain upper, back pain, arthralgia and musculoskeletal pain had resolved. The reporter considered abdominal pain upper, acne, arthralgia, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, musculoskeletal pain, pelvic pain, peripheral swelling, rheumatoid arthritis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation -fallopian tubes, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), urinary probs, weight gain ,hormonal changes and leg swelling. Current weight 170 lbs. 3 coils seen on the left, 2 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation -fallopian tubes/migration of essure device location of device: do not know location'), embedded device ('embedded metallic coil'), pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('excessive and abnormal bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 33-year-old female patient who had essure (batch no. 623223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder in 2012, endometrial thickening on (B)(6) 2011, menses irregular and paratubal cyst. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008; for contraception: oral contraceptive nos from 1991 to 2006. Past adverse reactions to the above products included adverse reaction with mirena. Concurrent conditions included multiple allergies since 2004 and overweight. Concomitant products included alprazolam from (B)(6) 2012 to (B)(6) 2014, buspirone hydrochloride (buspiron) since 2014, hydrochlorothiazide, hydrocodone, loratadine (claritin) since 2009, paracetamol (acetaminophen) since 2013 and spironolactone from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced urinary tract disorder ("urinary probs."). In 2013, the patient experienced peripheral swelling ("leg swelling") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("knee pain /elbow pain") and musculoskeletal pain ("shoulder pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2006, hysterectomy (partial), salpingectomy (bilateral), on (B)(6) 2006, hysterectomy (partial), salpingectomy (bilateral)., ablation on (B)(6) 2011 and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, genital haemorrhage, weight increased, urinary tract disorder, hormone level abnormal and acne outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, peripheral swelling, abdominal pain upper, back pain, arthralgia and musculoskeletal pain had resolved. The reporter considered abdominal pain upper, acne, arthralgia, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, musculoskeletal pain, pelvic pain, peripheral swelling, rheumatoid arthritis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation -fallopian tubes, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), urinary probs, weight gain ,hormonal changes and leg swelling. Current weight 170 lbs. 3 coils seen on the left, 2 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: new events perforation -fallopian tubes, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), urinary probs, weight gain ,hormonal changes and leg swelling were added, reporter (consumer) information updated, new reporter added, patient date of birth, age group added, essure indication updated and reporter causality comment added. Fu 2 and 3 processed together. On 19-sep-2019: plaintiff fact sheet and medical records received: lot number added. New events abnormal bleeding (vaginal), autoimmune disorder type of disorder: rheumatoid arthritis, rashes or skin conditions type: acne, bladder or urinary problems or changes, stomach pain, back pain, knee pain, shoulder pain, elbow pain were added. Product lot, patient demographics, medical history, lab data, concomitant drug and treatment medication, were added. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.